Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. A review of our internal sales records identified 8 possible lot numbers were shipped to this customer. Device history reviews for the potential lot #s are in progress. If additional information pertinent to this complaint is received, a follow-up report will be submitted. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from (B)(6) stating the anchor from the enteral feeding introducer kit came off one day post-operatively. The health care provider replaced the anchor. No additional information was provided in regards to the patient's status.